Manufacturer narrative:
Ous MDR. The sealing plugs are normal. The spring elements to contact the indifferent lead connections do not show any deformation. The hexagon socket of the ventricular lead attachment screw shows clamping traces of an screw driver with an offset of 30 degrees. The atrial lead attachment screw is undamaged. The inner threads of the receptacle for the atrial and ventricular lead attachment screw show no anomalies. The dimensions of the connection system meet those prescribed in the international standard. The lead attachment screws for the different lead contact have the correct dimensions and meet the tolerance standards. The clamping depth required for clamping an is-1 lead plug is reached with the lead attachment screws. Clamping marks can be seen on the bottom side of the lead attachment screws. Device underwent complete electrical incoming goods control and proved to be within all specifications. There are no pacing or sensing errors. There is definitely no electronic defect. On the parameter printout from 2007, 9:08 a.m., the auto-initialization of the pacemaker has not yet been concluded. P wave fails. In contrast, the r-wave measurement and ventricular pacing threshold measurement are successful. At 12:40 p.m. At the same day, the picture is the same. At 12:41 p.m., a p wave is measured with the highest set sensitivity (0.1 mv) and bipolar lead configuration. Apparently, this is a measurement of interference signals due to the high sensitivity. We would like to apologize for the long processing time for this complaint. The analysis results do not provide any indication that there is a material defect or manufacturing error. The pacemaker is within the specifications. Only the ventricular lead attachment plug shows damage at the hexagon socket. The supplied information points towards insufficient contacting of the atrial lead. The cause for this remain unclarified.

Event description:
Ous MDR. Primarily complication-free implantation of the pacemaker. Good intraoperative measurement values with an atrial threshold of 0.9/0.5 v/ms and atrial sensing of 2.6 mv, and a pacing impedance of the atrial lead of 555 ohm. Postoperatively, however, the ECG showed an entrance and exit block of the atrial lead. The pacemaker telemetry again showed a pacing impedance of the atrial probe of >3200 ohm, unstable atrial sensing of 0.6 mv on average, as well as a threshold of > 8 v/0.4 ms. A lead dislocation could not be confirmed in the fluoroscopy. However, the atrial lead showed stable good measurement values at the lead measurement performed during the revision operation. A connector problem could not be detected macroscopically. Even after re-connecting, there was again no effective atrial pacing, necessitating an exchange of the pacemaker device in this case, too. Following this, there was spontaneously effective sensing and pacing of the atrium, as well as regular measurement results in the telemetry.